Event description:
Customer reported system intermittently will not produce images or x-rays, x-ray on beeper continues to beep. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ffb and gib pcbs. System operates as intended.